Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that on (B)(6) 2019, this patient underwent endovascular treatment for an abdominal aortic aneurysm using gore excluder aaa endoprostheses. A total of three stent grafts were deployed: one trunk ipsilateral leg and two contralateral legs. The patient tolerated the procedure. On (B)(6) 2025, an increase in aneurysm diameter was observed. A suspected distal type I endoleak was also noted at the right limb, which was previously implanted with the contralateral leg (plc181400j). A reintervention was performed, although no definitive endoleak was identified on intraoperative angiography. The right internal iliac was coil embolized, and an additional stent graft was placed extending into the right external iliac. No endoleak was observed in the left limb; however, as a preventive measure, an additional stent graft was placed extending into the left common iliac. The patient tolerated the procedure. The physician¿s comment: ¿no definitive endoleak was confirmed on CT or intraoperative angiography. Since a type I endoleak was most likely occurring on the distal side of the right leg, we performed an additional procedure.¿